Event description:
Patient's infusion nurse (B)(6), rn, reported pump is malfunctioning. She advised she already replaced the batteries, and notice shows system time out. Nurse was unable to get pump working and will infuse privigen via gravity tubing. No missed doses or adverse events reported. Unknown if pump is on hand for return to manufacturer. No further information, details or dates provided. Unknown expiration date. Privigen indication: chronic inflammatory demyelinating polyneuritis.